Manufacturer narrative:
(B)(4). Age at time of event: (B)(6) years or older. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 38x3.50mm promus premier stent, the device was found to be lifted. The device was exchanged with another of the same device and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found no issues with its profile. The ro markerbands and the tip of the device were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 38x3.50mm promus premier stent, the device was found to be lifted. The device was exchanged with another of the same device and the procedure was completed. No patient complications were reported and the patient's status was good.